Manufacturer narrative:
(B)(4). Upon receipt of the device by the manufacturing facility, it was noted that the safety cover was properly covering the needle tip; however, evaluation of the returned sample confirmed the needle was bent. Close examination determined that the metal component had been damaged such that the guard cover was partially misaligned. A review of the complaint files confirmed that this lot has not been previously reported. Review of the device history record confirmed that there were no production related problems for this lot number. Although the cause for the reported event cannot be definitively determined based upon the available information, the appearance of the returned sample is most consistent with force being applied to the safety cover during use causing it to become misaligned. The device labeling does address the potential for such an event in the instructions-for-use, which states: "when taking out inner needle, inner needle should be kept straight. And do not angle, rotate needle, or remove quickly. If you do any of these safety cover might not work to protect needle tip and possibly risk of needle sticks." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that a nurse incurred a needle stick following use of the device. The following information was obtained: when the nurse attempted to discard the device a needle stick was incurred; upon inspection of the device the nurse noted that the safety cover "stopped about 1cm from the needle tip" leaving a portion of the needle exposed; the nurse and patient underwent blood tests for infectious diseases as a result of the event; and it was reported that both the patient and nurse are "uninfected."